Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a tube with a crack along its side. Retained samples will not be tested for this complaint record. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ tubes, one (1) tube was found to be cracked, which resulted in blood leak. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1: initial reporter facility name: the second affiliated (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ tubes, one (1) tube was found to be cracked, which resulted in blood leak. No adverse impact was reported regarding the patient or user.